Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic and phrenic stimulation post implant of the left ventricular (lv) lead. The lv lead outputs were adjusted. Approximately two months later, the abnormal diaphragmatic and phrenic stimulation returned. The lv lead was reprogrammed and the polarity adjusted. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.